Event description:
It was reported that a speaker malfunction occurred. It is unknown if the speaker was producing sound. It is unknown if the device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution phone # (B)(6). Reporter phone # (B)(6).

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Electrical safety and performance tests indicated that there was no malfunction with the device. During log review it was determined that the mx550 did not cause the issue, but the measurement server that was in companion mode with the mx550. Testing indicated that the mx550 was functioning as designed. An attempt was made to called the customer to confirm the companion device information, but the customer was unable to provide any further information.